Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -3.50/1.0/177 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a different power lens due to refractive surprise. This exchange resolved the problem. Per reporter the device did not fail to perform as intended "patient didnt reach expected va" was reported.